Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an occlusion alarm while using a contact detach infusion set with 23-inch tubing, and a bubble was observed in the connector; after changing the infusion set and related supplies, the issue resolved, and blood glucose at the time was 109 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of insulin flow associated with a deformation problem at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.